Event description:
The customer reported there was air leakage from cuff during use on pt. A non-routine replacement of the tube was required.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed.